Event description:
It was reported that, "adverse local tissue reaction. Resulted in revision in which the stem, neck and head were removed and replaced with securfit max."

Manufacturer narrative:
This is the same event as: MFR # 2249697-2012-00880. The following other hip devices were also listed in this report: delta v-40 ceramic head 36/-5, cat# 6570-0-036, lot# 35495601; trident 0deg x3 insert 36mm ID, cat# 623-00-36e, lot# mka8wt; trident hemispherical solid back shell, cat# 500-11-54e, lot# 35522602. It cannot be determined which, if any of these devices may have caused or contributed to the reported event. An eval of the devices cannot be performed as the devices were retained by the surgeon, who sent them to a lab, and were not returned to the MFR. Additional info (including x-rays and medical records) was requested, but not made available. Should additional info become available, the eval summary will be submitted in a supplemental report.